Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device noted burn damage to the radio board, wireless flex and battery cell wire. Customer issue will be attributed to the failure of those components. The device has been deemed unserviceable and will be scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device exhibited burn damage to the radio board, wireless flex and battery cell wire.. No additional information is available.